Event description:
The manufacturer received info alleging a ventilator was displaying a "service required" message. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's oxygen blender module was replaced to address this issue.